Event description:
The manufacturer received information from (B)(6) legal litigation in reference to a repaired dreamstation auto CPAP with an allegation of asthma (new or worsening), other. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer has previously filed this report as rep device, but device information has been updated. Hence a correction report has been filed. Box d has been updated and corrected.

Event description:
The manufacturer received information from uno legal litigation in reference to a dreamstation auto CPAP with an allegation of asthma (new or worsening), other. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.